Event description:
On 10/31/2023 it was reported that this peritoneal dialysis (pd) patient was hospitalized with a diagnosis of peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2023 with symptoms of abdominal pain. Pd effluent cultures were obtained. The patient was admitted to the hospital and diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The pd effluent cultures were negative for growth. The patient was scheduled for discharge on (B)(6) 2023. The suspected cause of the patient¿s peritonitis is severe constipation; however, without any culture growth, a definitive cause cannot be confirmed. The patient is continuing to complete pd therapy utilizing the liberty select cycler during recovery.